Event description:
The customer reported that they saw inconsistent pads / paddles messages on the event summary following a patient event. There was no report of negative patient impact.

Manufacturer narrative:
The customer reported that they saw inconsistent pads / paddles messages on the event summary following a patient event. There was no report of negative patient impact. The device was evaluated at philips, and the failure was confirmed. Replacing the therapy port and therapy connector resolved the issue.